Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012. Manufacturing site evaluation: analysis and results: there are no previous complaints of this code batch. We have received 6 closed samples. We have tested the knot pull tensile strength of the closed samples received and the results fulfill the requirements of the european pharmacopoeia (ep). Review the batch manufacturing records showed this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Remarks: as indicated in the instructions for use of the product: "when working with silkam® suture materials great care should be taken to ensure that the use of surgical instruments, such as forceps and needle holders, do not cause any crushing or crimping damage to the suture material". Final conclusion: although the results of the samples received fulfil the specifications of ep/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the samples received.

Event description:
It was reported that there was an issue with a suture pack. The suture broke easily during a veterinary procedure. Additional information is not available.